Manufacturer narrative:
The technician replaced the four casters to repair the stretcher.

Event description:
The account alleged when the brake pedals are set, the brake casters will not hold and continue to roll.